Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside of the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is female/(B)(6). A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: monocentric experience of leadless pacing with focus on challenging cases for conventional pacemaker acta cardiologica 2018, vol. 73, no. 5, 459¿468 doi.org/10.1080/00015385.2017.1410351. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless cardiac pacemaker. The author described a case of presyncope related to loss of capture which was probably due micro dislodgement and the device was successfully re-positioned, there was a case of intermittent loss of capture with elevated pacing thresholds and re-positioning was performed, a case of accepted elevated pacing thresholds, and a case where multiple attempts to re-position the device during the implant procedure was unsuccessful and the procedure was abandoned. Additionally, one patient experienced a short episode of asystole at the beginning of the implant procedure which was promptly treated, and the implant was successful, one patient developed an arteriovenous fistula at the puncture site with spontaneous healing, in another case there was dislocation of the device after incomplete removal of the tether with successful implantation, and another patient developed deep vein thrombosis. The devices remain in use and the disposition of the device from the abandoned procedure is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.